Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a routine follow up visit. During the interrogation, a fault code was displayed and a message stating that the battery was too low for remaining longevity. A technical services (ts) consultant was contacted regarding this issue and recommended immediate replacement of the device and performing a save all to disk. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the memory log verified that the device did have three low voltage faults due to the battery depleting prematurely. There were two battery bypass capacitors which were found to be leaky.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the patient was brought in for a device change out procedure. During the procedure, the device was interrogated and the fault code was cleared and the battery detail indicated the device had nine years of longevity remaining. A capacitor reformation was performed and the charge time measurements were 10.3 seconds. A technical services (ts) consultant was contacted regarding this issue. Ts indicated the device should still be explanted as even though the fault cleared, the longevity cannot be guaranteed. The device was subsequently explanted.